Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
Enduser alleges that unit has real time clock error when using saver evo; unit may have been dropped or taken a hit while with the enduser. Unit is stored in a backpack or knapsack outside of the supplied soft carry case.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 12th march 2014. Upon receipt of the device, a distinct rattle could be heard coming from within the device. Damage was also observed on the upper-case assembly, which would indicate the device had sustained an impact. Information from the history log showed the device performed to specification up to the 11th june 2017 therefore, this report concludes the coin cell became detached shortly after this date, resulting in the rtc errors detailed in the history log. During the investigation it was noted that the coin cell¿s legs had been completely detached from the coin cell. An external force caused the bt1 coin cell to become completely detached. This is further evidenced by the damage on the upper-case assembly. This had resulted in the rtc errors as the bt1 coin cell provides power for the rtc circuit and would confirm the reported fault. Additionally, the device was subject to storage outside the indicated conditions due to the dust and dross seen on the screws, pogo pins and the usb contact collar. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Enduser alleges that unit has real time clock error when using saver evo; unit may have been dropped or taken a hit while with the enduser. Unit is stored in a backpack or knapsack outside of the supplied soft carry case.